Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: could you tell us if the suture was broken or if it was just separated from the needle? Separated from the needle. Could you give us the name and date of the procedure? Pth / ptg. What fabric was sutured when the problem occurred? Synovial / joint capsule were there any unexpected results or complications from this suture rupture? No. Did the needle fall into the patient? No. If so, was the needle withdrawn from the patient during the same procedure? What is the patient's current state of health? Nothing to report. Can you tell us all the lots that presented this problem? The other batches were not identified by the users who nevertheless attest that the problem was encountered on different batches. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent a pth and ptg surgery on (B)(6) 2021 and suture was used. During the procedure, the suture go detached from the needle. No adverse patient consequences were reported. Additional information was requested.